Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed another two to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/16/2023 d4: batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested and the following was obtained: what exact procedure was being performed? -esophgeal - gastric anastomosis what two structures were being anastomosed? -esophagus and stomach what were the indications for the procedure? -esophagus cancer was there any difficulties with the device during the surgical procedure? -no were any staple malformations identified during the procedures with the patient? -no what was the distance of angle hiss -unknown complaint additional information received the device information update on the afternoon of october 25, 2023, the reported tubular gastric bleeding event has been reported to the hospital as an adverse event in clinical practice, the update details were: the specific time of surgery was october 19, the surface of the stomach was intact, but the patient began to cough up blood after entering the resuscitation room, after gastroscopy, it was found that there was a large amount of bleeding in the inner wall (see the video for details), the product used was pce60a/cecr60b/cecer60d/cecr60g, a total of one pce60a, five cecr60d, two cecr60b, one cecr60g were used. The original information was transferred incorrectly. The additional information of the affected product pce60a/cecr60b/cecer60d/cecr60g. A total of 1 pce60a, 5 cecr60d, 2 cecr60b and 1 cecr60g were used. 1. Update event description: english: post-op bleeding. It was reported that the surgery was completed without any issue. However, after the surgery, the patient experienced hemoptysis in pacu. Gastroscope check found bleeding. Used clips to control bleeding.